Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation, the pulse generator entered backup vvi operation. Device replacement would be scheduled.